Event description:
It was reported through a legal event that a 68 year old patient had hernia repair surgery on or about (B)(6) 2015. During the hernia repair surgery, the surgeon implanted a strattice mesh; model/catalog number is 2040002 and the lot number is sp100235-204. After surgery, the patient returned to the hospital on or about (B)(6) 2017 and was diagnosed with a recurrent incisional hernia and underwent a repair of an abdominal wall hernia and lysis of adhesions. The biologic mesh was noted to have degraded and reabsorbed, and there were multiple loops of bowel within the recurrent hernia. The hernia was repaired with the placement of additional mesh. On or about (B)(6) 2018, the presented with pain, swelling, and drainage at the site of the ventral hernia repair from (B)(6) 2017 and underwent an incision and debridement for abdominal abscess and had a wound vac placed. This record is associated with the second mesh implanted in (B)(6) 2017, record 2 of 2, date of occurrence (B)(6) 2018. Since the information provided does not indicate if the additional mesh that was placed is strattice, it will be assumed to be strattice, lot unknown until further clarification is/if received.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported infection with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.